Event description:
It was reported that during follow-up multiple non-sustained vf episodes were observed. A review of the egms revealed non-physiologic noise that may be from insulation damage. Oversensing was also noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise was verified in the laboratory. Analysis found insulation abrasion at 16 cm from the connector. The is-1 proximal cables were exposed in this area and one of the etfe insulation cables was abraded. The abrasion of the proximal cable could contribute to the sensing anomaly. The lead exhibited normal electrical characteristics.